Event description:
On (B)(6) 2012 gamma3 long nail extraction was performed. The nail broke after 6 months from primary surgery. The fracture was not fusion completely yet. The pt underwent the primary surgery of other company nail on (B)(6) 2011. After that bone fusion was not carried out and refracture was confirmed on the part of distal screw. Then on (B)(6) 2012 the pt underwent the revision by gamma3 long nail.

Manufacturer narrative:
Once the investigation has been completed any additional info will be reported in a supplemental report. Additional devices: 3065-0100s u-blade set, ti gamma3 10.5x100mm, lot# k286481; 1896-5040s locking screw, fully threaded t2 tibia 5x40mm, lot# k794599; 1896-5040s locking screw, fully threaded t2 tibia 5x40mm, lot# k115812.